Manufacturer narrative:
Method: the devices were returned for an analysis. A visual inspection was performed anda review of the device history record (DHR) was conducted for the lot number reported. Results: at this time results are pending the completion of the evaluation and investigation which is currently ongoing. Per the DHR review, the lot met specifications at release. Conclusions: once the analysis and investigation is completed, a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Fill volume: 100 ml. Flow rate: 2 ml/hr. Procedure: unk. Cathplace: unk. Reference 2026095-2014-00105/(B)(4). Pump 2 of 2: an international customer reported that the infusion from two homepumps finished earlier than expected. The incident as reported: two homepumps ended some hours earlier (10 hours and 6 hours) before the theoretical 46 hours. At tis time no further information is available and the questionaire was forwarded to the liberal nurses per the reporter. Patient information and date of event were not available.